Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 3/31/2008, however the correct date is 3/24/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with corneal infiltrate in the superior temporal area of the left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of red eye, blurry vision and pain. Patient reported symptoms are not interfering with daily activities. Surgeon reported that based on appearance it was likely infections and sent patient to local corneal disease specialist. Bcva from (B)(6) 2018: right eye pre-op 20/20, -3.75 x -1.00 x 0; left eye pre-op 20/20, -2.50 x -.25 x 39.